Manufacturer narrative:
(B)(6). (B)(4). Part number: (B)(4), lot number: 6359994, raw material number: (B)(4): manufacture date: 14october2010. Expiration date: 01march2019. A review of depuy synthes (B)(4) device history records for manufacturing revealed no issues for this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in 2011 (exact date is unknown) patient had a hip fracture and was implanted with synthes hardware. One or two weeks ago (exact date is unknown) patient had total knee arthroplasty surgery done on distal femur. Later on patient developed infection due to total knee arthroplasty surgery. Surgeon had to remove all the hardware implanted for hip fracture as well as for total knee arthroplasty surgery from the patient's leg in order to clear the infection. Surgery was completed successfully without any surgical delay or any other medical intervention required. Patient status was reported as fine. This is report 2 of 2 for (B)(4).